Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information has been included. No additional patient details are available. This report is being filed on an international product, list number 2p24 that has a similar product distributed in the us, list number 2p24, which is 510k exempt.

Event description:
The customer observed falsely elevated magnesium results generated on the architect c4000 instrument for one 53-year-old female patient. The following data was provided (mmol/l): sid (B)(6) initial result 2.86 mmol/l, repeated 0.87 mmol/l. No impact to patient management was reported.

Manufacturer narrative:
The field service representative (fsr) inspected the architect c4000 processing module, serial number (B)(6), cleaned the cuvettes and replaced the tubing, peristaltic head (rohs). The replacement of the tubing, peristaltic head (rohs) resolved the issue. The instrument service history review did not identify any additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending did not identify any trends for the architect c4000 processing module with regards to the customer reported event. A review of trending data associated with the tubing, peristaltic head (rohs) did not identify any trends. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the architect c4000 processing module, serial number (B)(6) or the tubing, peristaltic head (rohs) were identified.

Event description:
The customer observed falsely elevated magnesium results generated on the architect c4000 instrument for one 53-year-old female patient. The following data was provided (mmol/l): (B)(6) initial result 2.86 mmol/l, repeated 0.87 mmol/l. No impact to patient management was reported.